Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 410 mg/dl. Customer felt a little dizzy. Customer reports they have contacted their healthcare provider regarding the high blood glucose reading. Customer current blood glucose reading was 236 mg/dl. Customer blood glucose reading at the time of the incident was 410 mg/dl. Customer was ok to troubleshoot. Customer treated their high blood glucose reading by increasing the basal rate. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. The last infusion set was changed on (B)(6) 2017. Customer states insulin was normal. Customer was not call back to high pressure test. Customer was unable to remove or change the set. Product was not returned for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act, down and esc buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify excessive no delivery alarm, insulin flow blocked alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners and minor/deep scratched display window.